Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
Related manufacturer's reference number: 2017865-2021-34295. The patient presented in the hospital. It was observed the patient had pocket erosion and was at high risk for infection. The patient's pacemaker was explanted. The right ventricular lead was explanted and had a temporary lead placed. The patient was in stable condition.